Manufacturer narrative:
The device was received at zoll medical corporation. The customer's report was duplicated and attributed to an open fuse on the analog board. The analog board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of the reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during incoming inspection, the device displayed "defib fault 79" and "pacer fault 122" messages. Complainant indicated that there was no patient involvement in the reported malfunction